Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was mounted onto the endoscope and introduced inside the patient. The first varicose vein was found and the first band was attempted to be deployed by turning the handle, but the band did not deploy. Reportedly, attempts were made to deploy the bands; however, it was not possible to deploy any elastic bands. The endoscope was finally removed from the patient, and it was observed externally that the ligating set did not work. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly indicating the knob was initially rotated. It was also noted that the trip wire was not secured in the handle slot and it was noticed that the slack on the trip wire was not removed during the device setup. The suture was returned attached to the wire loop with no visible damage. There were six bands found moved out of their original position on the ligator head. It was also confirmed that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of failure to deploy bands was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The visual assessment identified that the trip wire was not secured in the handle slot and the handle did not have evidence that the trip wire was previously secured. The IFU states, "take up slack by pulling proximal end of trip wire on handle unit. The pulling loop of ligating unit will advance into working channel of endoscope. Verify that the trip wire does not fall into the gap between the handle unit spool and bracket. Pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". This could have affected the overall performance of the device causing an inaccurate deployment of the bands and could have resulted in more tension to the components leading to damage to the ligator teeth. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was mounted onto the endoscope and introduced inside the patient. The first varicose vein was found and the first band was attempted to be deployed by turning the handle, but the band did not deploy. Reportedly, attempts were made to deploy the bands, however, it was not possible to deploy any elastic bands. The endoscope was finally removed from the patient, and it was observed externally that the ligating set did not work. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.